Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one of their lower incisors on the left chipped and essentially crumbled. They believed this happened due to the excessive pressure from the aligners. This is a contraindicated patient.